Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to emergency room due to cellulitis on (B)(6)2026 which is caused by leaving the cannula at the site for four to five days. Due to cellulitis patient experienced pain, burning and bruising at the site and patient got treated with keflex. No further information is available.